Event description:
It was reported that the last 1cc could not be drained from the foley catheter during the pre-test.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter. Visual inspection of the sample noted using the (in-house syringe) the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no leaks observed. Asymmetrical balloon was observed; due to conditions of testing environment varying from conditions during use on patient, this observation will not result in a new complaint. The catheter was able to passively deflate the 10ml of msb within 5 minutes. The reported event was not confirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the last 1cc could not be drained from the foley catheter during the pre-test.